Event description:
This case was initially received via regulatory authority FDA (reference number: mw5072102) on 28-sep-2017. This spontaneous case was reported by a consumer and describes the occurrence of adnexa uteri pain ("pain in his left fallopian tube") in a female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included ascorbic acid (vitamin c), cholecalciferol (vitamin d), cyanocobalamin (b 12 l 90), fludrocortisone acetate (fludrocortisone), hydrocortisone acetate (hydrocort), levothyroxine sodium (levothyroxin) and zinc. On (B)(6) 1997, the patient had essure (ess205) inserted. On (B)(6) 2017, 20 years 5 months after insertion of essure (ess205), the patient experienced adnexa uteri pain (seriousness criteria medically significant and intervention required), nausea ("I had nausea"), dizziness ("severe dizziness and light headedness along with sweating") and hyperhidrosis ("severe dizziness and light headedness along with sweating"). The patient was treated with surgery (device removal on (B)(6) 2017). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the adnexa uteri pain, nausea, dizziness and hyperhidrosis outcome was unknown. The reporter considered adnexa uteri pain, dizziness, hyperhidrosis and nausea to be related to essure (ess205). Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.